Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product noted holes are machined in an incorrect orientation in relation to the nail. The drill was not returned to perform additional evaluation. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. The incorrect orientation of the holes in the nail lead to the drill bit interference with the nail and fracturing. The root cause is determined as a manufacturing deficiency. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00-2490-064-43; calibrated drill 4.3 mm short; lot # unknown. Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04891. Product not returned.

Event description:
It was reported that during surgery, the femoral nail was explanted immediately after the implantation as the drill interfered while drilling the descending proximal screw hole. Subsequently, the tip of the drill was fractured inside the patient. The fractured part was able to removed from the patient. The surgery was completed with an alternative nail. It was noticed after the surgery that the right nail had holes for the left. No additional information is available.